Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct the ¿date received by manufacturer¿ of the initial report based on additional information. Olympus was informed on (B)(4) 2018, about the reported event of initial medical device report (MDR). Olympus followed up with the user facility and received following additional information on (B)(6) 2018. On (B)(6) 2018, the patient underwent the ercp procedure with the subject device and then developed multiple organ failure in addition to the sepsis. On (B)(6), because the user facility thought that the disorders were caused by residual stones in the procedure, they conducted an additional treatment using another tjf-q180v (serial number is not informed). As a result of a microbiological test on the tjf-q180v used for the additional treatment, no microbe was detected. Further, the patient had presented symptoms before the procedure on (B)(6) and no microbe has been detected from the tjf-q180v used on (B)(6), thus olympus has determined that this device was not likely caused the reported event. As a result of a microbiological test on the subject device (serial number: (B)(4), used on (B)(6)), pseudomonas aeruginosa was detected from the forceps elevator and candida parapsilosis was detected from the air/water channel. The number of microbe has been unknown. The symptoms of the patient did not improve even after the additional treatment, and the result of a blood test found to be positive for enterobacter cloacae. Olympus received following information about reprocessing practice in the user facility which were deviated from the olympus instructions. The user facility had brushed the forceps elevator using olympus cleaning brush for channel-opening (the model name: mh-507), therefore olympus provided the user facility with the maj-1888 as the cleaning brush for the forceps elevator. The user facility had brushed the biopsy valve, the suction valve, and the air/water valve using the mh-507 which was not instructed as brush for valves. At storage after reprocessing, the user facility had not removed the biopsy valve, the suction valve, and the air/water valve from the endoscope. Olympus received following finding about reprocessing practice in the user facility. The user facility had brushed the instrument channel using a non-olympus reusable cleaning brush (the model name: cle1-c2-30-16-280). The user facility had disinfected the brush with peracetic acid at the end of each day. If additional information becomes available at a later time, this report will be supplemented.

Manufacturer narrative:
The devices have not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. Based on the comments of the user facility, it is considered that the patient died due to the infection caused by the remained stones after the procedure of bile duct stone extraction, and there was no relationship between the death and the device. The exact cause of the culturing test result could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient developed a fever and sepsis after an unspecified endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device. An olympus representative visited the user facility to obtain detailed information on the event on (B)(6), and it was informed that the patient had several health problems and died on (B)(6) due to the infection which caused by some remained stones after the procedure for bile duct stone extraction. The user facility commented that there was no relationship between the death and the procedure using the subject device nor the subject device itself. It was reported that the patient undergone several procedures for the bile duct stone extraction this year and also had a bladder tumor. The user facility had conducted routine microbiological culturing tests for the subject device once a month. It was also reported that unspecified microbes were detected from the device during the testing after the procedure. The type and number of microbes were not provided from the user facility. The device had been reprocessed using a non-olympus automated endoscope reprocessor model soluscope 3 with peracetic acid.

Manufacturer narrative:
.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility conducted additional microbiological testing after sterilization. The test result indicated no microbial growth for the subject device. The user facility did not return the device to olympus, and is using the device continuously. If additional information is received, this report will be supplemented.